Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance, noise and had fractured. The physician planned to turn off the lv pacing function. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949 implantable tachy lead 2004 (B)(6); 5086 implantable pacing lead 2000 (B)(6). (B)(4).